Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. There was evidence of dark surgical residue on lens surface. Conclusions: (no device failure): based on the complaint history and the evaluation of the returned product, it was determined that the most likely root cause for the event was due to pt issue and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the pt's eye. The lens was inserted, does not know how far the lens was inserted the eye when the pt coughed and the lens popped out. The surgeon then had to suture around the cornea. No other lens was implanted during this procedure. Reporter stated there was no device malfunction. This event was due to pt issue and was not lens related.